Manufacturer narrative:
Internal complaint number: (B)(4). Auto number : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. Sign of blood on the toggle and harvesting handle. Signs of blood and tissue were observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. No other visual defects were observed. The toggle switch was manipulated to test the jaws. It was observed that the jaws did open and close accordingly. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the electrical/ cautery test, it did produce slight visible steam and the audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same results. An activation and transection capability test was performed five (5) repetitions using "max life test method (B)(4). The device activated and produced light steam but was not able to cauterize the bacon repeatedly. Based on the return condition of the device, the reported failure "failure to cut" and analyzed failure "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize while being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize while being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.